Manufacturer narrative:
Associated medwatch: 9610612-2019-00793 - the second linked case was added later during investigation. 9610612-2019-00748. Involved components: nr250z as columbus tib.hemi-sp.t2/2+ 15mm rl/lm 52032592, nr475z as columbus rev fem.spacer dist.f5 10mm 52193056, nr485z as columbus rev fem.spacer dist.f5 15mm 51974907, nx043 patella 3-pegs p3 52330846, nr585z as columbus rev fem.spacer post.f5 15mm 51974918, nr400z as nut f/femur extens.stem all sz.neutr. 52319059, nr186z as tibia offset stem d16x132 cementless 52210086, nr409z as femur extens.stem 5° d19x117 cem.less 52242254, nr626m columbus rev f hc glid.surf.t2/2+ 24mm 52341005. Manufacturing side: in the meantime we received the material and lot numbers from the components which were involved. Up to now, there are no devices available for investigation. Investigation: no product at hand, therefore a failure description is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a root cause for the failure. The failure is most probably not product related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Associated medwatch-reports: 9610612-2019-00748 ((B)(4)). During further evaluation of the linked report, this additional component was added at a later date.

Event description:
It was reported that there was an issue with an as columbus rev f tib. It was reported that the patient complained of pain and had a revision surgery to remove a loose columbus revision total knee arthroplasty (tka). The patient was implanted with another company's revision tka system. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00748 ((B)(4)).